Manufacturer narrative:
The reported complaint of lifeband didn't release and could not be lifted up on the autopulse platform (serial #(B)(4)) was not confirmed during functional testing and during archive data review. There was no physical damage observed on the autopulse platform during visual inspection. The autopulse platform is a reusable device and was manufactured in july 2011. The device has been operating for nearly 8 years and has exceeded its expected serviceable life of 5 years. During archive data review, no significant discrepancy identified. Initial functional testing on the ap platform passed all functional tests. The ap platform is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported that the tension of the lifeband didn't release and could not be lifted up on the autopulse platform (serial #(B)(4)). But, when the autopulse platform was powered on, the lifeband was able to be pulled up. No patient involvement.